Event description:
Patient called to report an adverse event involving his wearable neurostimulator. Patient stated he received the device to help with low back pain, but the implant failed. Patient stated he saw dr. (B)(6). Patient stated he had the first two lead implants put in on (B)(6) 2020, and said they worked great for about 7 days, then they stopped working. Patient stated he spoke with a company representative named (B)(4) who tried for several days to get his device working again, which she did for a few days, but then it stopped working again. On (B)(6) 2021, patient said he had x-rays done and found that the lead implants had separated and migrated, one had moved to his sacrum and the other was slightly off. Patient stated on (B)(6) 2021 he went back to the hospital and had one lead implant removed and had two new lead implants installed. Patient stated they worked great for about 5 days, but then the two new ones stopped working. Patient stated he had more x-rays done which showed the new lead implants had moved slightly offset, and the solution at the time was to move the wearable antenna closer to the implants, however that did not work. Patient stated one of the implants had now migrated down his left thigh. Patient stated he had more testing with external equipment and then on (B)(6) 2021 he had a cat scan which revealed one implant in his thigh and another implant out of place. Patient said they tried making it work, but it would not work. Patient said on (B)(6) 2021 he went for another cat scan, and on (B)(6) 2021 he had everything removed at the hospital. Patient stated he asked to have all 3 lead implants removed and sent to the company to be analyzed, and said the company representative, brittany, said they would do it. However, as of (B)(6) 2021 patient stated, the company has not received the 3 lead implants. Patient stated the hospital will not give them up, they were given to hospital risk management.